Manufacturer narrative:
(B)(4). Date sent: 3/14/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic distal gastrectomy, scissoring occurred when the device was used on the blood vessel. The legs of clips were out of alignment approximately 0.5 to 1.0 millimeter. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # = m93d2u. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. Furthermore a conforming clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported event could not be confirmed as no scissored clips were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.